Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their upper and lower teeth are not straight, their molars no longer touch on the right side of their mouth. The patient contacted their dentist about their issue and what byte had requested and their dentist strongly recommended that they discontinue treatment and go to an orthodontist. Their dentist believes that if they do continue, the damage done could be irreparable.